Event description:
It was reported the subject device video image was not output. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field - d4, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video image was not output, and electrical contact corrosion was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.